Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full reporter address; (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a damaged (swollen) downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso seal and sensor were replaced to fix the issue.

Event description:
It was reported that the ¿device is alarming air in line, and the rubber on the underside is swollen." There was unknown patient involvement reported.